Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included replacement of the unit's pressure gauge transducer and reseating the cables. Unit was calibrated and safety tested to factory's specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected co2 monitoring. No pt injury was reported.